Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a patient developed a pneumothorax requiring chest tube and hospitalization. On (B)(6) 2022, intuitive surgical, inc. (Isi) followed up with the physician and obtained the following information: the physician confirmed a chest tube was placed post procedure. The patient was hospitalized overnight for observation. The following day the chest tube was removed, and the patient was discharged without any further complications.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Per an isi senior failure analysis engineer, as of (B)(6) 2022, a system log review could not be performed because the system logs are not available at this time. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. The patient was hospitalized overnight for observation and discharged home. The cause of the complication is unknown. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.